Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that a (B)(6) patient had developed an irritation under the front therapy electrode. The patient's aunt, a doctor, recommended to clean the area and use a moisturizer. The patient's irritation has improved.